Manufacturer narrative:
The investigation of this event is currently in process. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported their unit was leaking water onto the floor.

Manufacturer narrative:
A steris service technician arrived at the facility and was informed that the unit was leaking water onto the floor from around the system 1e lid. The leak was observed after a diagnostic cycle was initiated at which time the facility depressed the cancel button on the system 1e processor. The operator placed blankets around the spill to contain the water after the leak was observed. The steris technician initiated a diagnostic and processing cycle and did not observe any leaks from the system 1e unit. The steris technician then placed the unit into service mode and observed water leaking from around the processor lid. The technician replaced the system 1e's inflatable seal, completed a diagnostic and processing cycle and found the unit operational. The unit was installed on july 12, 2012 and is currently under steris service contract. The last preventive maintenance was performed on july 9, 2013 at which time the unit was confirmed to be operating to specification. No further issues have been reported.